Event description:
In 2009, the pt reported that a day prior, he inserted a 2/3 full insulin cartridge into the infusion device and he then removed the cartridge because it was not straight. The plunger of the insulin cartridge became stuck to the piston rod and insulin spilled into the cartridge compartment. He was able to remove the plunger from the piston rod. He stated that he believes the piston rod is "sticking" and not moving as it should because his blood glucose was elevated to 386 mg/dl this morning. He injected 14 units of insulin to lower his blood glucose. At the time of the report, his blood glucose measured 204 mg/dl. The pt was sent a replacement infusion device. Upon follow up about five days later, the pt stated that he experienced another elevated blood glucose reading of 180 mg/dl. He stated that he received the replacement infusion device but he had not begun using it. At about one week later, the pt stated that when he switched to the replacement infusion device, his blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.